Event description:
The user facility reported that during a patient procedure the needle holder did not operate properly. The doctor utilized another instrument and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
The user facility removed the instrument from service. Spectrum surgical requested the instrument be returned for evaluation. Evaluation results indicated the needle holder had cracked at the lower neck of the right jaw. Spectrum surgical provided the user facility with information regarding proper instrument care and handling. No additional issues have been reported.